Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI)# (B)(4). Approximate age of device - 4 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was explanted on (B)(6) 2016. The patient had been showing signs of native heart recovery. The patient also had been battling a chronic driveline infection without resolution. The lvad clinicians decided to turn the pump off and sew the outflow graft closed, with the pump remaining inside the body. No device malfunction suspected. The driveline infection onset date was reported as (B)(6) 2016. No additional information was provided.